Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the a calcified common femoral artery was attempted with a proglide device using the pre-close technique prior to a percutaneous coronary interventional procedure. Reportedly, the device was difficult to insert and was not able to be advanced smoothly due to tortuosity, calcification and fibrotic tissue. During plunger removal the plunger broke. The device was removed; however, a small part of the distal sheath was left in the patient. As the physician stated, surgery was not possible to have the piece removed due to the patient's age. A covered stent was placed and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.